Manufacturer narrative:
The pump was returned and destructive analysis identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted and returned to the manufacturer with no known complaint. No patient symptoms were reported. The indications for use of the pump were intractable spasticity and spinal cord injury/disease.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen [2000 mcg/ml]. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer¿s representative (rep) on 2017-dec-08. It was reported that the pump was replaced in (B)(6) 2017 due to elective replacement indicator (eri). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6) kilograms. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2017. It was confirmed that the reason the pump was replaced was due to eri. The patient's weight had not yet been obtained. There were no further complication reported/anticipated.